Manufacturer narrative:
Internal report #: (B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 95-145 mg/dl fasting. Verified the strips expire 04/25/2017. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: 221 mg/dl; 150 mg/dl; 137 mg/dl; 159 mg/dl; 233 mg/dl. Customers concern: 50 mg/dl and 25 mg/dl on (B)(6) 2015 were taken within 30 minutes apart (unable to recall the results from the meter's memory). No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 95-145mg/dl fasting. Verified the strips expire 04/25/2017. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 50mg/dl and 25mg/dl on (B)(6) 2015 were taken within 30 minutes apart (unable to recall the results from the meter's memory). No adverse event reported.